Manufacturer narrative:
It was reported that the device is not available for eval. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if additional information becomes available.

Event description:
It was reported by the patient that she had a composix kugel mesh implanted in 2004 in an open procedure for hernia repair. She had to have a second surgery the same week because the mesh was wrapped around her bowel and her bowel was perforated. Patient states that she developed a mrsa infection from the mesh at that time. Mesh was left in place at that time since she was too week to undergo a second prolonged surgery. Mesh was eventually explanted in early 2005. According to patient, her second surgeon who explanted the mesh informed her of the recall. He relayed that he believed the ring had "snapped" shortly after implant, which led to her bowel perforation.